Event description:
Paramedics reported r2 multifunction pad was applied to pt. Pt in nsr with palpable pulse. Monitor then went flat, pt assessed and no palpable pulse identified. Paramedic attempted to defib, however had no output from monitor. They troubleshoot this and found electrode to be the problem, pads replaced, pt did have a rhythm, and was felt to be in electromechanical dissociation. Pad was inspected afterwords and it was noted that the pin in the input connector had become dislodged which caused the loss of the waveform. It was also noted that the input connection was reversed, which would only effect inversion of the ECG waveform.